Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Event description:
Boston scientific received information that this device, which was currently implanted, but not in use, and programmed to vvi30, was found to be at end of life (eol). The sensitivity of the device was set to 10mv, and was pacing constantly. It was also noted that there was an active non-bsc pacemaker implanted. The patient with this device had endured a couple syncopal episodes and was presented in the clinic for further evaluation. Technical services was consulted and discussed recommendations. Additional information was sought from the local area sales representative, however, at this time, additional information was not available.

Event description:
Additional information was received that the device was explanted and returned for reliability analysis.